Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It is presumed that the pins in the video connector socket were damaged, causing the electrical contact between the scope and cv to become unstable, causing flickering of the endoscopic image. Pin damage in the video connector socket. It was presumed that it occurred due to excessive force was applied to the video connector as stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection. Push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was received for evaluation. Visual inspection determined that the device scope socket connector has a bent pin. The scope image was tested on a reference gif-q180 scope and was found defective (exhibited bad image). In addition, the power switch was found to be one revision down and needs an upgrade. The socket and power switch need to be replaced. The device was placed for repair. As stated on the IFU and as a preventive measure, the user manual states : do not clean the videoscope cable connector socket, the terminals, and the ac mains power inlet. Cleaning them can deform or corrode the contacts, which could damage the video system center. When the video connector socket is soiled with debris, thoroughly wipe off all debris and dry it completely. Otherwise, cross-contamination may result. Do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched.

Event description:
It was reported that during an unspecified procedure, the camera port was erratic. The picture according to the user was coming in and out. Damaged pins were observed inside the port. The intended procedure however, was completed with no patient harm or injury reported due to the event.